Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant products: 5076 implantable pacing lead implanted: (B)(6) 2002; 4194 implantable pacing lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the device was explanted and replaced due to normal battery depletion. The device was returned to the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.